Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: it was reported that the filter needle was discolored with dark gray black smudge. To aid in the investigation, one sample and four photos were provided for evaluation by our quality team. The sample came with no packaging blister, but has the plastic shield. A visual inspection was performed first with a 10x magnifier lens and then with a 30x microscope. The needle has on the surface acceptable imperfections from the needle manufacturing process. It is not foreign matter. The four photos provided show the sample received. A device history record review was completed for provided material number. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed, however what the customer reported is an acceptable imperfection of the needle. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the needle filter 19x1-1/2 tw was discolored. The following information was provided by the initial reporter: "she stated that the filter needle was discolored with dark gray black smudge and the physician did not feel comfortable using. No patients missed their dose. The reporter confirmed all components were available for retrieval."